Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unk. According to a legal claim, there were 26 pts who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the pts experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients" use of poligrip was the substantial and provable cause of their injuries." F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2006, a lumbar magnetic resonance imaging (MRI) showed spondylotic and discogenic degenerative changes of the lumbar spine with foraminal narrowing, most severe at l5/s1, but also mild right at l4/5 and left l3/4. On (B)(6) 2006, electrodiagnostic studies showed mild carpal tunnel syndrome on the left and right and peripheral neuropathy. On (B)(6) 2006, a cervical MRI showed mild multi-level degenerative disc disease and minor multi-level degenerative retrolisthesis and mild bilateral c6/7 foraminal narrowing. MRI of the brain showed atrophy and small vessel ischemic disease, mature lacunar type infarction at the junction of the right lentiform nucleus and corona radiate, and maxillary sinusitis. On (B)(6) 2006, the pt had a neurology consult with complaints of a two month history of lower extremity dysesthesias and difficulty with gait, all of which started in (B)(6) 2006. Symptoms included a tingling sensation in the soles of his feet bilaterally, burning sensation in the same distribution, progression of sensations to just below the knee bilaterally, difficulty walking, unawareness of his feet position, and difficulty with sensation of temperature while taking a bath (within the last two months). There was no involvement of the lower extremities at the level above the knee or any of the upper extremities. The pt was diagnosed with restless leg syndrome and treated with requip and mirapex with some response. The pt had been diagnosed with peripheral neuropathy and vitamin b12 deficiency, treated with gabapentin and b12 shots with no perceived benefit. The pt had not drunk any alcohol in the last 20 years. Impression included progressive myelopathy. On (B)(6) 2006, the pt had an outpatient physical therapy initial assessment for ataxia, spastic paraparesis, and cerebral degeneration. The pt reported having symptoms in (B)(6) (possibly 2006) that started with restless legs, then burning and tightening on the bottom of both feet and legs. The pt was no longer driving because, he could not feel the gas pedal under his foot. The pt had ordered an electric scooter and was given a walker during this eval. On (B)(6) 2006, electromyography (emg) showed length-dependent primarily axonal sensorimotor peripheral neuropathy. On (B)(6) 2006, during physical therapy, the pt reported that blood tests showed that he has copper deficits that were causing his symptoms. He started on oral copper supplementation. On (B)(6) 2006, the pt had mild anemia, as well as markedly reduced ceruloplasmin and basically undetectable copper levels. Zinc level was elevated at 1.7 (normal 0.66 to 1.1 mcg/ml). The pt was started on copper tablets without zinc. The physician also recommended, the pt have his well water analyzed. Diagnosis included copper deficiency myelopathy. On (B)(6) 2006, the pt's copper level was 0.91 (normal 0.75 to 1.45), but the zinc level had increased mildly from 1.7 to 1.92. The pt's mild anemia had improved. Hemoglobin level was 14.1. Gabapentin was increased from 900 to 1800 daily. On (B)(6) 2006, the copper level was 90 (normal 70 to 155 mcg/dl) and zinc level was 172 (normal 60 to 130 mcg/dl). On (B)(6) 2006, the rate of progression of the pt's disease had significantly decreased. The pt was able to stand up, but was unable to walk due to inability to determine "where his feet are". Copper level remained within normal limits. The pt was reiterated the fact that at best, copper replacement would stabilize a progression of the process. The pt had cut back his intake of gabapentin due to complaints of being sleepier during the day. The pt was asked to continue gabapentin at the prescribed dose. On (B)(6) 2007, the pt requested to be evaluated for physical therapy and rehab. On (B)(6) 2007, the pt had been evaluated by physical therapy and rehabilitative services and provided with ankle/foot orthoses (afo's) and instructions for conditioning exercises. The pt was using a wheelchair at this time. On (B)(6) 2008, the pt's level of clinical dysfunction never improved but his subacute progressive decline had been halted. On (B)(6) 2008, the pt's bilateral lower extremity dysesthesias have continued and were actually worsening over the past year or so. The pt could not walk without assistance with a walker or help from his family members. He was able to dress himself, take showers independently, and was able to do most of his activities of daily living. The pt had normal copper and zinc levels. Gabapentin was increased to the maximum dose. The pt was hospitalized from (B)(6) 2008 to (B)(6) 2008 with severe anemia and dyspnea. The pt was transfused four units of blood. Endoscopy and colonoscopy revealed arteriovenous (av) malformations which had likely bled. Coumadin was stopped. The pt had a past medical history of copper deficient myelopathy, sensory ataxia, restless leg syndrome, and symmetrical distal dysesthesia. The pt had been on coumadin since (B)(6) 2008 due pulmonary embolism secondary to a deep vein thrombus (dvt). On (B)(6) 2009, the pt reported his dysesthesias were much improved than previous. Treatment included gabapentin, tizanidine, and ropinirole. The pt had some bilaterally lower extremity leg swelling, treated with diuretic therapy. The pt was not having as much severe sensory complaints as he previously had. The pt's walking and ability to stand had remained stable from prior visit. The pt required assistance on transfers and could only stand for a very short period of time. The physician found a potential etiology of copper deficiency due to excess zinc in some forms of denture creams. The pt had since limited the amount of denture cream he used. The pt had used denture cream for quite some time. On (B)(6) 2009, the pt's copper and zinc levels were normal. On (B)(6) 2009, the pt's symptoms had remained relatively stable. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).